Event description:
On august 9, 2012, the reporter claimed the patient's blood glucose dropped to 40 mg/dl due to an inadvertent infusion issue. According to the reporter, the patient's babysitter programmed 1 units of bolus insulin with the meter but received a message the bolus was cancelled due to a pump to meter communication issue. At the time of concern, the babysitter did not know to check the bolus history within the pump to make sure the pump did not administer the alleged 1 unit of bolus insulin. The reporter indicated the first bolus had been administered to the patient based on the pump history despite the cancel bolus message. Subsequently, the patient's babysitter gave another unit of bolus insulin to the patient. Reportedly, the patient was 'not feeling well' and his stomach and legs hurt while his blood glucose was down to 40 mg/dl. After 1.5 hours and 7 packages of juice, the patient's blood glucose was up to 80 mg/dl. The animas representative provided education about the cancelled bolus. The reporter advised the babysitter to always check the bolus history after receiving a message that bolus was cancelled. There was no product misuse. The reported issue was resolved with troubleshooting. This complaint is being reported because the patient's blood glucose dropped to 40 mg/dl after the patient received an inadvertent double bolus dosage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The meter remote was not returned with the pump for investigation. A test meter was paired with the pump and boluses were performed from the meter remote successfully. A 10 unit bolus and a 10 unit audio bolus were programmed successfully via the pump and were accurately recorded in the pump's history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.